Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the gas supply test during pre-use check. It was found that the air compressor was not working. It was later reported that the compressor was scrapped why no part was returned for investigation. The conclusion in this matter is that the compressor malfunctioned. As no goods were returned for investigation, the root cause why the compressor stopped working could not be determined.

Event description:
Manufacturer ref.#: 234141